Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels with numerous black pix-elated circles. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there were two dark circles in the middle of the display of accu-chek inform ii meter serial number (B)(4). The reporter stated that the dark circles affect the results field of the display and the results field is not clearly visible. There is risk of a result misinterpretation. The meter was reset and the display issue persisted. There was no physical damage of the meter.